Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vision side cart (vsc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, a non recoverable fault occurred after multiple consecutive power outages. The initial troubleshooting performed was several system reboots, including a hard power cycle. After these attempts, technical support reviewed the system logs and identified fault codes 311 and 307, which were interpreted as pointing to an issue with the common compute controller (ccc) board. There was no report of patient involvement or reported injury.